Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the proximal conductor was flattened. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.